Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. The cartridge was ultimately filled and loaded onto the pump successfully. Additionally, air bubbles were observed along the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. Customer's blood glucose level was 215mg/dl.